Manufacturer narrative:
Covidien reference #: (B)(4) date of initial report: 05/18/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would not open while the surgeon was dissecting the stomach. However, the device was not on the patient's tissue at the time. There was no injury to the patient..

Manufacturer narrative:
(B)(4). The reported condition that the jaws would not open was not confirmed. The jaws were not jammed shut. The jaws opened and closed normally when the handle was activated. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.